Event description:
Initial result for a pt postassium was 3.6 mmol/l. When repeated, the result was 4.5 mmol/l. The incorrect result was not used to guide therapy. The field svc rep found the waste line was dripping into the mixing vessel and repaired the instrument by cleaning the waste line.